Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse from (B)(6) of peritonitis and felt uncomfortable in a patient coincident with dianeal therapies for kidney failure. The dianeal therapies were ongoing. On (B)(6) 2012, the patient contacted baxter technical service representative (tsr) and requested end of therapy assistance with the homechoice device. During the call, the patient stated that she had an infection because the solution was cloudy. The tsr instructed the patient to contact the nurse to notify them of the cloudy solution. On (B)(6) 2012, the patient was hospitalized for the events of felt uncomfortable and infection. The patient was hospitalized for 4 to 5 days. On (B)(6) 2012 the nurse confirmed the infection as peritonitis manifested by cloudy solution. Cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics orally and intraperitoneally for several weeks for the infection. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.